Event description:
Reportedly, few days post implantation, an issue was observed with the ventricular threshold value. The lead was explanted and a new one was implanted. The ventricular sensing and impedance values were within specification.¿

Manufacturer narrative:
Device history report (DHR) analysis shows that the unit related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, or deviations that could result in the reported incident. The files provided correspond to two new leads that were implanted after (B)(6), 2025, the date of reintervention confirmed with the company representative who reported the complaint. No files related to the lead (s/n (B)(6), associated with this complaint, which was explanted during the reintervention on (B)(6) 2025, have been provided. The follow-up files that were provided are dated november 19, 2025. As no patient data (expert files, x-rays, or fluoroscopy) were available and the lead was not returned for investigation, it is impossible to conclusively confirm or identify the reported issues. Consequently, no further investigation could be performed. This case has been retained and will be used for trending purposes.

Event description:
Reportedly, few days post implantation, an issue was observed with the ventricular threshold value. The lead was explanted and a new one was implanted. The ventricular sensing and impedance values were within specification.¿